Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted on (B)(6) 2016. Patient's husband reported that his wife had skin reaction to the sensor and did not want to continue with continuous glucose monitor (cgm) use per guidance from her healthcare provider (hcp). It was stated that the patient is allergic to any kind of needle inserted into her body. Patient's healthcare provider has instructed patient to discontinue using dexcom cgm at this time. At the time of contact, the patient was healthy. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event skin reaction was not confirmed. A root cause could not be determined.